Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the device exhibited a purge disc not detected alarm. The customer utilized a backup console and the procedure was successful. No reported harm or injury to the patient.

Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues has been completed. The device has been returned for evaluation. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken. This report is being filed as part of a retrospective review of historical records.